Event description:
It was reported that, on or about (B)(6) 2009, the plaintiff was implanted with the ams miniarc sling system: the device was implanted with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse. It was alleged by the plaintiff's attorney that, after and as a result of the implantation of the product, the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, has required and/or will require additional surgeries and medical treatments, and has sustained permanent injury. It was also alleged that the plaintiff was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused and will continue to cause her severe mental and physical pain and suffering, disability, impairment, loss of enjoyment of life and; inability to engage in chosen and necessary activities. It was further alleged that the plaintiff developed severe side effects and suffered irreparable bodily injury, suffered and will continue to suffer great embarrassment and humiliation, permanent impairment and has been otherwise damaged.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.